Event description:
Patient underwent a right bone anchored implantation for single sided deafness (B)(6) 2012. On (B)(6) 2012, the implant fell out. Patient to have reimplantation surgery, date of surgery tbd.

Manufacturer narrative:
Implant not received by manufacturer for evaluation. Implant loss is known to occur and considered in the rmf and communicated in the patient information. There are no indications that the occurred is a result of manufacturing or component failure.